Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer stated that insulin pump did not beeping. Troubleshooting was done for beep anomaly. The insulin pump was returned for analysis. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes 1 and 5. Customer was advised to monitor the insulin pump. No further information given. Insulin pump will not be returned for analysis.